Event description:
It has been reported to philips that when pressing the foot pedal, no x-rays were generated. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the procedure was delayed and completed using a mobile x-ray system. However, no patient or user harm was reported. The philips field service engineer (fse) inspected the system and confirmed the reported issue. Review of the system log file shows that the frontal image pc was not available. Upon troubleshooting, fse found an issue with image processing pc (ippc) hard disks. The philips engineer replaced hard disks and reloaded the software. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.